Event description:
The article, "transcarotid versus surgical aortic valve replacement for the treatment of severe aortic stenosis", was reviewed. The article presented a retrospective, single center study to compare in-hospital and 1-year clinical outcomes associated with transcarotid transcatheter aortic valve replacement (tc-tavr) and surgical aortic valve replacement (savr) in patients with severe aortic stenosis (as) who were likely not candidates for transfemoral transcatheter aortic valve replacement (tftavr), using a propensity-matched population. Devices included in the study were mitroflow, mosaic, epic, pericardial magna tfx, trifecta, solo freedom, perceval, avalus, resilia-inspiris, sapien xt, sapien 3, sapien 3 ultra, corevalve, evolut r, evolut pro, evolut pro+, evolut fx, and accurate neo2. The article concluded that tc-tavr was associated with improved 30-day clinical outcomes compared with savr, with no significant differences in death, stroke, and hospitalization at 1-year follow-up. These findings suggest that tc-tavr may be a valid alternative to savr in nontransfemoral-tavr candidates. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, 2725 chemin sainte-foy, quebec city, quebec g1v4g5, canada, with corresponding email: josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from 2010 to 2023. A total of 364 patients were included in the matched-cohort study, of which 13 (3.5%) received an abbott device. In the savr group, the average age was 71.9 years and the majority gender was male. In the tc-tavr, group, the average age was 77.6 years and the majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, coronary artery disease, prior stroke, prior transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, renal failure, atrial fibrillation, prior cardiothoracic surgery.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcarotid versus surgical aortic valve replacement for the treatment of severe aortic stenosis.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, coronary artery disease, prior stroke, prior transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, renal failure, atrial fibrillation, prior cardiothoracic surgery. Complications reported included surgical intervention (pacemaker), hospitalization, stroke, heart failure, heart block, arrhythmia, atrial fibrillation, pericardial effusion, endocarditis, post-surgical sternal wound infection, ischemia, renal failure, transient ischemic attack. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcarotid versus surgical aortic valve replacement for the treatment of severe aortic stenosis.

Event description:
N/a